Manufacturer narrative:
Following the cpu pcba replacement, the customer ordered and installed the replacement data acquisition (da) to mc cable, da pcba, and mc pcba, but the issue persisted. The customer then placed another order for the replacement mc pcba. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was giving a 1007 "machine and proximal pressure sensors" alarm error and wanted to know what parts were needed to repair the issue. The customer also noted that no work had been done on the device. The remote service engineer (rse) informed the customer that the manufacturer recommends the follow repair per the v60 service manual: 1. Replace the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable. 2. Replace the da pcba. 3. Replace the mc pcba. The customer requested the part numbers for the da pcba to mc pcba cable and da pcba, so the rse provided the customer with part numbers and prices of the replacement da to mc cable and da pcba for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the repair; however, no response was received. Based on the service manual, the replacement mc pcba should resolve the issue. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
The biomedical engineer (bme) called technical support again to inform that the issue remained after the central processing unit (cpu) printed circuit board assembly (pcba) replacement was performed. The remote service engineer (rse) reminded the bme to provide the serial number of the new cpu pcba to get the encryption code to turn the software options back on. Furthermore, the bme noted that the next part to be replaced will be the mc pcba. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the data acquisition (da) to motor controller (mc) cable and da printed circuit board assembly (pcba), but the issue remained. The rse then advised the customer to replace the mc pcba and provided the customer with the part number of the replacement mc pcba for repair; however, after replacing the mc pcba, the customer informed the rse that the problem persisted. The repair is still pending.

Manufacturer narrative:
The remote service engineer (rse) also recommended that the customer replace the central processing unit (cpu) printed circuit board assembly (pcba), provided the customer with the part number of the replacement cpu pcba, and informed the customer that the installation will also include reprogramming the serial number, operating hours, and software options. The investigation is ongoing.